Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the provided photograph confirms the reported allegation. A review of the device manufacturing records confirms that the product is labeled correctly and depicts the correct sterility expiry date. No product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a review of the attached device manufacturing record finds no related deviations or anomalies. Device history review: a review of the attached device manufacturing record finds no related deviations or anomalies.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the manufacture date and expiration date listed on the implant did not match what is reflecting in sap. This was noticed by the sales office while processing soon to expire implants for return.